Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between the catheter adapter of a transfer set and the titanium adapter. This occurred during use for peritoneal dialysis therapy. The transfer set and titanium adapter were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.